Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report include; hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the plate is bent and there are scratches on the top surface visible. The scratches on the top surface of the plate can be traced back to cable movement as they are located next to the locking holes and are only on one side of the plate. It cannot be determined why the plate is bent. The plate was contoured during the insertion or any occurrence during the explanation caused the deformation. Also a strong impact could have caused the deformation. This would also explain the forced rupture of some of the cables. There is no allegation against the plate. The investigation of the cables has shown that the cables could not resist the applied force wand finally a mechanical overload / fatigue failure caused the breakage. There is no indication that the plate has contributed to this occurrence. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: the patient has hypophosphataemic rickets and was admitted with a periprosthetic fracture of the left femur. This was fixed using plates, cables and screws. The patient had been touch weight bearing; sat down then felt the plate give way. X-rays showed that some of the cables had snapped and the fracture was no longer reduced. The patient has now had to undergo revision hip surgery on (B)(6) 2014 for a stem that was well fixed. It was also reported by an internal review of xrays by the medical director confirming that; that one xray shows that there is a periprosthetic fracture that was treated with a plate, cables and screws. The second xray shows this fracture lost reduction and at least 2 of the cables are broken. There were no reports if a surgical delay or patient harm. (B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.